Manufacturer narrative:
Eval: device eval of monitor has been completed. The reported problem (battery warm and monitor not responding) was confirmed. The cause of the reported problem was a failure in the power supply section of the computer/analog pca that resulted in excessive current draw. Failure analysis of the computer/analog pca is currently underway to determie root cause. This is an unusual occurrence. No adverse event resulted from the faulty monitor. The pt was successfully treated twice before being admitted to the hosp.

Event description:
The ER physician-on-call contacted lifecor customer support on 5/10/06, to report that a pt wearing a lifevest device was in the ER stating, that he had been shocked for the second time in two days. Support confirmed the 2006 appropriate treatment event. The pt had contacted customer support earlier on 5/10/06 to report the prior event. At that time, the pt provided a data download of the event. During a follow-up call later in the day, the pt's wife reported he was beginning to have another episode and hung up the phone. Support faxed the ECG strip from the treatment event, to the ER physician. No download was available for the next day, treatment event. The ER physician admitted the pt. The physician also noted the battery was warm and there was no reading on the monitor. The battery pack was removed and reinserted with the same result. A replacement monitor and two battery packs were provided.